Event description:
A balloon ruptured following multiple inflations above its rated burst pressure during an iliac angioplasty of an extremely calcified lesion via an ipsilateral approach. Other balloon catheters were used to successfully complete the procedure without pt complications. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon was bowed. Microscopic examination revealed an 11mm tear beginning 6mm from the distal tip. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpresurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. Co's follow up also indicated this device was used in a calcified lesion as well as inflated beyond its rated burst pressure. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: due to the extremely thin wall thickness of the balloon, these catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. The rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture".